Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had beep anomaly. The customer's blood glucose was 120 mg/dl. The product was returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. No beep anomaly noted during the testing.